Event description:
It was reported the pt had pain at the lead insertion site since implant. The pt reported the physician felt the issue was postoperative surgical pain. The issue had not resolved. The pt was advised to contact her physician regarding the issue. Attempts to determine the status of the issue were unsuccessful.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion ¿ the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.